Event description:
It was reported that the air dermatome did not cut evenly. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of calibration condition would have created an issue with graft thickness consistency, as skin cannot be resected on the zero graft thickness setting. The motor rpms were within specifications, however, the motor ran rough. It was determined that the control bar was damaged. Parts replaced included; ball detent, thickness lever, bearings, motor, poppet assembly, control bar, reciprocating arm, swivel, "o" ring, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 1994 and has been returned to the manufacturer for repair once with the last repair being october 2006. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."